Manufacturer narrative:
Unable to evaluate lens. Lens is stuck inside injector. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: work order search revealed no similar complaint within the work order. Performed a claim search by injector lot number and one similar claim was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon used a cq2015a +26.50 diopter three piece collamer lens. The injector split when the surgeon attempted to insert the lens into the patient's left eye. The lens was partially inserted in the eye. The surgeon pulled the lens out of the eye with no injury to the patient. A non-staar lens was implanted. The surgeon loaded the lens himself. Epiphany injector was used lot #1306679. This is the second of two attempts to implant a lens on the same patient and same eye using a different injector each time. See MFR. #2023826-2016-00288 for first attempt. Cause of this incident is unknown.

Manufacturer narrative:
Conclusion - investigation concluded two probable causes: end user familiar with the product, lubricity of the product. Corrective actions shall be implemented as required. (B)(4).